Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9336378. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, five samples were received for evaluation by our quality team. Each sample came in a sealed packaging blister. The top web was inspected finding all the graphics acceptable. Then the syringe scale printing was inspected on each sample finding them all acceptable. No defects or imperfections were observed. As no defects were found, a root cause was not able to be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause could not be offered since the samples received didn't show the symptom reported by the customer.

Event description:
It was reported that 56 syringes 30ml ll s/c 56 experienced scale marking issues. The following information was provided by the initial reporter: smudging of the lines and wordings.